Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent capture and out of range impedances on the right atrial (ra) lead. There was no noise seen on the electrograms (egm). The ra lead was a non-boston scientific product. It was noted the patient doesn't pace and a fracture was suspected. The patient scheduled a follow-up appointment with their physician and a chest x-ray was planned. This ICD system remains in service. No adverse patient effects were reported.